Event description:
It was reported that the pump touch screen was unresponsive. The customer blood glucose level was over 500 mg/dl. The customer attempted to treat their bg with a manual injection, however, went to the hospital and admitted and treated with intravenous fluids of saline and insulin. Reportedly, customer fell and broke their wrist. The customer declined to provide additional information regarding the issue. The customer reverted to an alternative method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.